Event description:
It has been reported to philips that the system was rebooted after a procedure and would not fully boot back up. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite confirmed that the system was not booting up. Review of the system log file cannot confirm the reported issue. Fse found problem with host pc. To resolve the issue, fse replaced the host pc and reloaded the software. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the host pc and software reloading by the field service engineer has resolved the reported issue and restored the functionality of the system. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.